Manufacturer narrative:
Method: the device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the co2 from the blower mister was flowing back through the tubing into the saline bag, causing it to enlarge. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product was discarded.